Event description:
It was further reported that the patient¿s family verified that the pump had been implanted in 2005 rather than in 2006 as noted in the patient¿s clinical medical records. There was concern regarding how the patient¿s care was managed as the pump had ¿quit.¿ reportedly, the physician did not feel there was an issue with the performance of the pump, however, the patient's family did. The patient¿s last refill was (B)(6) 2012 after the patient was discharged from the hospital with ¿respiratory crash.¿ when the physician put the programmer on the pump it ¿went black, nothing worked.¿ reportedly, the patient was told that ¿your¿re in trouble, you killed it.¿ the patient was on life support for 22 days on around (B)(6) 2011. This was due to pneumonia and was ¿the only thing¿ he was admitted to the critical care for. On (B)(6) 2011 while in critical care the patient¿s physician refilled the pump and the spouse was unsure why as the patient ¿was dying.¿ the patient was told he was ¿the only person in the world that never recovered from pneumonia.¿ the patient¿s spouse had performed cardiopulmonary resuscitation on the patient three times in eight months and the patient was hospitalized twice. The patient had been doing ¿fine¿ with 70 percent of pain control and had a quality of life but felt less relief from (B)(6) 2011. Reportedly the patient was told not to worry about the batteries; ¿it will keep ticking.¿ there was concern regarding the health care provider¿s communications regarding the pump and its functions related to any recalls. As of the date of this report, the pump remained implanted and was still ¿full¿ of medicine. Prior to that there was discussion of explanting the pump, but reportedly, the patient was ¿getting underdosed¿ and this caused him to have the respiratory failures and ¿things like that.¿ the pump was thought to have been ¿spitting and spurting¿ as each month it was reprogrammed, the alarms turned off, as the patient was thought to not have gotten enough morphine and had withdrawal. There was concern that pump should have been replaced after 4-5 years rather than waiting until the pump stopped working. Reportedly, the patient was told that the pump would ¿never quit¿ however, after seven years of implant it had ¿quit¿ and there was concern regarding the pump¿s function, battery performance. Apparently the patient wanted the pump replaced but needed to be medically cleared. There was difficulty in the physicians¿ consent to replace it related to the patient¿s medical status.

Event description:
Additional information: it was reported that patient "went into a coma with withdrawals".

Event description:
Additional information: it was reported that patient was having difficulty with the healthcare provider service while attempting to have a pump replacement and a physician to manage the pump. The reporter stated that the doctor had "not done one thing for the patient". The hcp would not replace the pump because the patient's cardiologist reported his heart was "better than average" and the hcp was requesting a neurosurgeon to replace the pump. The patient was in the hcp office on (B)(6) 2012 for a pump refill and the hcp put the programmer on the pump and "it didn't work". The reporter noted that the hcp called manufacturer technical services and the told the hcp "you killed it". The patient had been in the hospital for respiratory failure from (B)(6). The reporter stated that CPR had to be performed on the patient 4 times in 15 months. The patient was on "heavy oral drugs" because the pump was not working and they were affecting his breathing. The reporter stated that the managing hcp did not like the pump because he "can't prove how much it helps". The reporter stated that the pump was "dead". A new physician to replace the pump and to manage the pump was being sought out.

Event description:
Additional information: it was reported that the patient 'coded' on (B)(6), the pump 'quit' on (B)(6) and the patient 'coded' again on (B)(6).

Event description:
The patient experienced dizziness, shortness of breath, shaking hands and lips, and edema from head to toe; he felt he was going through withdrawal related to the pump. On (B)(6) 2011, the patient had been diagnosed with copd and congestive heart failure and he began to have episodes every month since then. After the diagnosis the patient had been put on life support for 22 days and has been on oxygen and heavy steroids since then. The patient's inhaler and nebulizer were also increased. He was on 24-hour oxygen from (B)(6) 2012 an ambulance was called due to the patient having a lack of bowel/bladder control, a blue color, and a pulse of 180. He was given shots of medication and nitroglycerin to slow down his heart rate. On (B)(6) 2012, the patient was discharged from the hospital. He had a follow-up appointment on (B)(6) 2012 with his cardiologist at which time he was taken off all his heart medications and the physician stated he did not have congestive heart failure. The patient felt all of his symptoms were due to withdrawal from the pump. The pump started to alarm in (B)(6) 2011 at which time the physician silenced the alarms and continued to de refills. The last refill occurred on (B)(6) 2012 and the patient had been hearing an alarm since that date. It was stated that his symptoms had been much better since the refill on (B)(6) 2012, however, the patient was feeling pain in both hips, back of groin, and left leg, which is why he received the pump originally. He was taking more oral medications. The pump contained morphine, fentanyl, and bupivacaine. Additional information is being requested at this time; a supplemental report will be submitted if additional information is received.

Event description:
Additional information was received. Per attached (B)(4) report on (B)(6) 2012, the patient's wife reported that after an accident at his job, the patient had the medtronic synchro med pump implanted in him to help control the pain. The device worked well for a while and then started having lots of problems. After consulting with dr (B)(6) of (B)(6) the anesthetist who carried out the procedure, he did not want to do anything with it anymore. She discovered the device was a recall item on the food and drug administration (FDA) website. She contacted the manufacturer and they had contacted the doctor and informed him about the recall and recommended that a revision surgery be carried out. Also the inspection on the device said the device has to be replaced every 5 years and that the device will automatically shut down after 7 years. The doctor ignored all those facts and did not intervene even when the patient complained of pain and was having numerous side effects including loss of consciousness. The doctor declined to perform the surgery and extract the device saying, per the cardiologist advise the patient had only about 80% chance of surviving and he will need a higher percentage than that to undergo the procedure. Instead of the doctor doing the revision surgery he recommended a pain clinic and suggested the patient was suffering from chronic obstructive pulmonary disease (copd) and not the side effects of the implanted non-functional recalled pump with dead batteries. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4)

Event description:
Additional information received, per communication from the patient¿s legal representative, it was alleged that ¿there was a manufacturing defect and/or apparatus and/or design defect, manufacturing defect that deviated in its construction or quality from specifications or its planed output which rendered it unreasonably dangerous and/or design defect which that was producing cause of [patient¿s] injury.¿ it was stated that the device ¿was not in fact safe to implant.¿ the device ¿failed to function normally.¿ patient suffered personal injuries including chronic, debilitating back pain, mental anguish, and disfigurement, pain, suffering, ¿respiratory problems,¿ seizures, vomiting, weakness, drowsiness, chronic hospitalization, withdrawal. It was noted that ¿when¿ the patient undergoes additional surgery he would ¿endure¿ further pain and suffering, and emotional distress, and become ¿even more disabled, resulting in a further loss of ability to enjoy life.¿ he suffers from ¿permanent limitation of movement, chronic debilitating pain, the ability to walk without the use of walker and ability to work and provide for his family.¿ the patient also suffered ¿detriment of their marital relationship.¿

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).